Manufacturer narrative:
This report is submitted on july 19, 2021.

Event description:
Per the clinic, the patient experienced an infection and leaking post-auricular sinus. The patient was hospitalised where the wound was debrided and IV and oral antibiotics were administered. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.